Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the manual prime test per des8653 and dqtp 6117 section 13.2.3.2.2 using a new lab reservoir along with a 5xx pump. The infusion set failed per specification. The infusion set was found occluded at the tubing quick release connection and the septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that he was changing the insulin tubing and it failed to prime. Customer used a different infusion set and it worked. Customer's blood glucose was 235 mg/dl. Customer stated that he would like to return the sof set.